Event description:
Erroneously elevated troponin (accu tnl) results that were generated by the access 2 instrument. On 04/20/06 three (3) samples were collected from a pt and tested for accu tnl from primary tubes and the results were: sample a, 1.15ng/ml. Sample b, 0.07 ng/ml. Sample c, 1.87 ng/ml. On the same day, the pt samples were re-tested for accu tnl using 2ml sample cups and the results were: sample a, 0.10 ng/ml. Sample b, 0.053ng/ml. Sample c, 0.023ng/ml. In addition, the samples were sent to a reference lab for accu tnl testing. The accu tnl results from the reference lab were in the range of 0.03 ng/ml- 0.05 ng/ml (method unk). There was no report of change to pt treatment connected to or attributed to this event.